Event description:
It was reported that the patient presented at the emergency room for syncope. It was also noted that the implantable cardiac monitor showed a rare undersensing episode. The patient received blood pressure medication and the cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.